Manufacturer narrative:
E1- full established name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited an e216 and e218 error. The issue occurred during inspection for use. There were no reports of patient involvement.